Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that device piece fractured while insertion. All pieces were recovered and there was no harm to patient.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned trial confirmed that the part had fractured. The fractured piece not returned. The product exhibits slight scratches and dents indicative of use. Sem analysis noted no unusual wear on the returned item. Some marks from associated instruments were left on the item but none appeared to be excessive or abnormal. No clear initiation point is visible although several apparent wallner lines are present. The fracture appears to have begun on either side of an overhanging feature in the intracondylar notch of the item, potentially indicating a bending overload fracture. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.